Event description:
It was reported that a tr35w was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the new reload used on the ip ligament could be clamped on, but could not be fired (5th firing of device).